Event description:
It was reported that; this case was a revision of an acculif surgery done late 2014. Doctor attached inserter without tubing to the previously implanted cage in an attempt to reposition the cage. While the inserter was attached, he used a mallet to tamp the cage into place. This action placed undue stress on the rotator rod within the inserter. The implant inserter was used to re impact the implant into position on a revision case due to the migration of the implant post op.

Event description:
It was reported that; this case was a revision of an acculif surgery done late 2014. Doctor attached inserter without tubing to the previously implanted cage in an attempt to reposition the cage. While the inserter was attached, he used a mallet to tamp the cage into place. This action placed undue stress on the rotator rod within the inserter. The implant inserter was used to re impact the implant into position on a revision case due to the migration of the implant post op.

Manufacturer narrative:
Method: device not returned. Results: no lot # was provided, so a manufacturing record review could not be performed. Conclusion: a plausible root cause could not be identified because the device was not returned and sufficient information about the event could not be obtained.